Event description:
A nurse contacted baxter's global technical service center to report a system error (se) 2240 (indicating air) on the homechoice (hc) during drain. The nurse (rn) stated the homepatient (hp) disconnected during the dwell cycle. The technical service representative (tsr) explained the alarm and helped the nurse clear the alarm. The rn would finish with manual bags and discard the supplies.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 3 of 4 was not confirmed due to a lack of sample. The nurse (rn) stated the homepatient (hp) disconnected in dwell cycle and now alarming. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.